Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2021, 2 days post-implant, it was reported that on the same date, the patient had a nursing assessment at 15:08 which discovered that their left-hand grasp was only moderate while their right-hand grasp was strong. The patient's left-hand grasp then became weak at 16:10. The following morning, the cardiac surgery intensive care unit noted worsening left sided weakness with neglect and gaze deviation. A computed tomography (CT) scan and computed tomography angiography (cta) were ordered. The imaging showed m1 cutoff and hypodensity in m1/m2/m3/insular distribution with an aspect score of 6. Neurology consults were contacted for an opinion on whether the patient remained in the timeframe of a code stroke. A code stroke was then called, and the patient was brought to the angiogram suite. The patient then underwent stent-assisted aspiration 2 times with return of flow. The recanalization was successful. The patient was then extubated and remained stable in the intensive care unit. The left side weakness the patient had been experiencing due to the embolic stroke was improving at the time of this report.